Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0218364342, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative hat she has been having pain the ipg implant site for more than a year. They were phoned and wanted to be able to turn off her device, but was having difficulty. A replacement controller was going to be sent as she was unable to find the other controller that had been sent to her in the past. The patient stated that their device became ineffective since she had a large fall and pain at the site that commenced not long after that fall. The patient stated that she had been to see her implanting surgeon and another urologist. Both told her to turn the device off and an xray showed that the lead appeared to be twisted. One surgeon suggested surgical intervention to remove the lead and ipg.